Event description:
It was reported that during a difficult implant, the stylet folded inside the lead and the stylet coating was cut in the area of the fold. Due to agglutination, the stylet could not be extracted from the lead. Therefore, the stylet was cut and about 10 cm was left inside the lead. Since all measurements were good, the lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.